Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Pe- prove clinical study. It was reported that vessel dissection occurred. In (B)(6) 2011, the patient was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the distal left anterior descending artery (lad) with 90% stenosis and was 7mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with direct placement of a 2.25x8mm promus element ¿ stent. However after implantation of the stent, it was noted that there was a grade c vessel dissection in the lesion extending distally. The dissection was treated with placement of a 2.25x12mm promus element ¿ stent with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the first obtuse marginal artery (om) with 90% stenosis and was 18mm long with a reference vessel diameter of 2.25mm. Target lesion #2 was treated with direct stent placement using a 2.25x20mm promus element ¿ stent with 0% residual stenosis. Two post procedure, the patient was discharged on aspirin and clopidogrel.